Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Initial reporter - ni. Concomitant product(s): a 65875305801 shell with cluster holes porous 58 mm o.d. A 61430404 00875101336 liner neutral 36 mm i.d. Size ll for use with 58 mm o.d. Size ll shell 61756748. A 00801803602 femoral head sterile product 12/14 taper 61930432. A 66017569 cement 74224295. UDI#: (B)(4).

Event description:
Patient underwent right hip revision procedure approximately three years post-implantation due to periprosthetic fracture of the femur. No additional information provided.